Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address persistent pain and elevated metal ion levels. Intraoperatively there was fluid and pseudotumor with classic look of metalosis. The femoral stem was loose proximally, but was unable to be loosened distally.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not returned.